Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Customer's blood glucose was 105 mg/dl. The customer declined additional follow-up from tandem technical support.